Event description:
Pt was revised to address knee pain.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Review of the device history records did not reveal any anomalies. The investigation could not verify or draw any conclusions about the root cause of the reported knee pain. No evidence was found suggesting the product was a contributing factor and the need for corrective action is not indicated. Should additional info be received, the complaint will be reopened. Depuy considers the investigation closed.